Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the dso seal was damaged and there was liquid in the device. The event history log showed a 42221 error. Functional testing and visual tests were conducted with the returned device and revealed a defective dso sensor. The customer problem was duplicated. The primary problem was 42221 error and a defective pwa. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result, the dso sensor, dso seal, and pwa will be replaced.

Event description:
It was reported that the device exhibited an error code 42221. There was unknown patient involvement and no patient harm/adverse events reported.